Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chips off when changing reservoir. The customer's blood glucose value was unknown at the time of the incident. The insulin pump had rejected new batteries and random or unexplained no delivery alarms. The insulin pump had blotches on screen and the rewind was louder and takes longer. The customer reported that the backlight lost some brightness. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test alarm, rewind anomaly and back light anomaly due to blank display. No discoloration anomaly on lcd screen noted. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.